Event description:
It was reported that a farawave catheter was selected for use during a pulse field ablation procedure. At approximately 00:00, the ECG monitor showed an episode of asystole lasting 10-15 seconds, after which the patient returned to sinus rhythm. The patient metoprolol dosage was reduced. An ultrasound/echocardiogram (tee/tte) was performed to assess for preserved left ventricular ejection fraction. The patient was hospitalized on (B)(6) 2025, the issue resolved on (B)(6) 2025, and the patient was discharged on (B)(6) 2025. It is unknown if the device will be available for return. Additional information indicated that the patient is alive, has recovered, and is scheduled for a three month follow up on 28jan2026. The device is not expected to be returned.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use during a pulse field ablation procedure. At approximately 00:00, the ECG monitor showed an episode of asystole lasting 10-15 seconds, after which the patient returned to sinus rhythm. The patient metoprolol dosage was reduced. An ultrasound/echocardiogram (tee/tte) was performed to assess for preserved left ventricular ejection fraction. The patient was hospitalized on (B)(6) 2025, the issue resolved on (B)(6) 2025, and the patient was discharged on (B)(6) 2025. It is unknown if the device will be available for return.